Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 419478 implantable pacing lead 2007 (B)(6); 5076-52 implantable pacing lead 2001 (B)(6); 6945-65 implantable tachy lead 2001 (B)(6). (B)(4).

Event description:
It was reported that high impedances were noted on the atrial lead. The lead had normal impedance and normal sensing during device changeout procedure for normal battery depletion. It was thought that the high impedance may have been due to loose set screw. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.